Manufacturer narrative:
Mml reference #: (B)(4) other devices explanted: model: 5100 description: implantable pulse generator serial number: (B)(6) UDI: (B)(4) model: 8145 description: implantable stimulation lead serial number: (B)(6) UDI: (B)(4)

Event description:
It was reported that the patient had a fall incident (unknown date). Approximately ten days after the fall, the patient can no longer feel stimulation on the right side. The clinical specialist troubleshot the issue with the patient and found the right lead had an out-of-range/high-impedance electrode. The patient reported no pain on the implantable pulse generator (ipg) site and was doing fine. After consulting with the physician, the patient was recommended to undergo revision surgery to replace the right lead. The patient underwent revision surgery to replace the right lead; however, during the procedure, it was discovered that the electrode was fractured directly on the ipg and could not be pulled from the ipg header; the right lead was cut off before the header. In addition, opening and closing the screw on the ipg header was unsuccessful. The right lead and ipg were replaced. The left lead was functional but was also replaced as a precautionary. The procedure was successful, with no report of patient harm or injury. The leads and the ipg were returned for analysis. The ipg and the left lead passed the standard functional test. No fracture of the coil wire was observed on the left lead. Visual inspection confirmed all coil wires were fractured on the right stimulation lead. The out-of-range/high impedance was confirmed.